Event description:
Healthcare professional reported left side rupture . Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, wear abrasion, underweight, part of the shell is missing. A microscopic analysis was performed which identify smooth opening in the posterior side. Based on the device analysis the final assessment is: - a smooth broken on radius side. -missing shell assessed as inconclusive.- missing shell assessed as inconclusive.

Event description:
Healthcare professional reported left side rupture . Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture . Device has been explanted.